Event description:
It was reported that the subject device had bling optics. There were no reported patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: h6: removing codes e2401, f24, a090208, submitted in error on the initial submission. Updated: b5, d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was confirmed. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.